Manufacturer narrative:
The device was returned to the factory for evaluation. There were signs of clinical use and no evidence of blood. The device showed some signs of wear and cracks at the connector and showed no other non-conformities. The device is approximately 7 years. The device was evaluated for its electrical function according to the service manual "functional tests" using a precision multimeter and a 0.62 ohm resistor hemopro power supply test box. The device did not pass all tests. The device passed the no load voltage test and failed low current and high current dc output tests. Based on the results of the evaluation, the reported complaint was confirmed. The root cause of this issue is normal and expected "wear and tear" experienced during extended service life. (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro power supply delivered intermittent power to device. A replacement power supply was used to complete the procedure. The hospital did not report any patient effects.